Manufacturer narrative:
Device received with broken reservoir tube lip, broken battery tube threads, cracked belt clip slot, cracked case from display window corner, cracked reservoir tube window and cracked case from reservoir tube window corners. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir area piece came off. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.